Event description:
Customer reportedly obtained results of 134mg/dl and 566mg/dl on the aviva system within 10 minutes. An additional comparison reports results of 104mg/dl and 335mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event related to reported results. Requested return of suspect system and replacement was sent.